Manufacturer narrative:
Insulin pump was received with blank display due to missing battery tube spring. Insulin pump had cracked case at display window corners, battery tube threads, broken belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.